Event description:
Customer reports one incident of a blood leak on reuse #4 at the end of pt treatment. Noted by a blood leak alarm and visible blood in dialysate. Confirmed with hemastix. Estimated blood loss was 100 cc's. No pt injury or medical intervention reported.